Manufacturer narrative:
Summary evaluation:blister cracked due to environmental stress cracking/ lid misplacing.

Event description:
While checking two doses of the cement prior to surgery, if was noticed that the packaging around the liquid vials was broken. There was no adverse effect for any pt.